Event description:
During the device evaluation, the cysto-nephro videoscope exhibited missing/detached adhesive on the device bending section rubber sheath. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed missing adhesive could not be determined, however, it is likely the issue was the result of stress due to repetitive use and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.